Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure, when the surgeon put the angel wing into the top of the cutting block, the cutting slot was broken on one side. Another cutting block was used to complete the procedure.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of femoral cutting guide exhibits signs of repeated use (nicked, gouged, burrs) also one of the guide slots has been cut. Additionally, this instrument is been in the field for multiple years and used in the unknown number of surgeries. Device history record was reviewed and no discrepancies were found. Medical records were not provided. The root cause of the reported issue was due to repeated use of this instrument over its more than 6-year field life; which causes wear and tear to the instrument and led to the fracture. Per package insert inspect all instruments/provisional carefully prior to each use. If damage or wear is noted that may compromise the function of the instrument, do not use the device and contact your zimmer representative for a replacement. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.